Event description:
It was reported that this pacemaker exhibited inappropriate atrial tachy response (atr) episodes falsely triggered due to far-field oversensing. Reprogramming options were performed. Currently, this product remains in service and no adverse patient effects were reported.